Event description:
Reporting status: death. Reporting rationale: perforation occurred and subsequently the pt died. Device issue: none. It was reported that the procedure was to treat a lesion in a saphenous vein graft to the obtuse marginal. There was no leg access. There was one remaining vein graft open, which was accessed through the arm. The stent was deployed and angiography revealed a perforation had occurred. The pt's blood pressure was low. Two graftmasters were used to successfully seal the perforation; however, the pt went into cardiac arrest. CPR was performed, and the pt was put on cardiac life support and sent to surgery. The pt died during surgery. No add'l event or pt info is available.